Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan otr, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the inlet tube of the pump and reservoir. Testing revealed these to not be sites of leakage. Two partial separations were noted on the inlet tube of the pump near the connector. Testing revealed these to not be sites of leakage. Microscopic examination of the surfaces revealed them to have uniform striations, indicating contact with sharp instrumentation. Abrasion was also noted on the shorter exhaust tube of the pump. No functional abnormalities were noted with the pump, either cylinder or reservoir. Because the available information did not indicate what factors may have contributed to the reported reservoir leakage, and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leakage on reservoir.